Manufacturer narrative:
Corrected sections as of 30-mar-2021 g3: changed date received by manufacturer from 11-mar-2021 to 04-mar-2021.

Manufacturer narrative:
Sections with additional information as of 30-mar-2021: d8: answered no h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause mlc-018 user has high glucose value.

Manufacturer narrative:
Internal report reference number (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 25-jan-2021 to find out customer's condition and to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated that doctor changed to another device. Customer is feeling better, not having any symptoms. No medical intervention was required.

Event description:
Consumer reported complaint for e-5 error message and hi display accompanied by symptoms. The expected fasting blood glucose test result range is 150mg/dl. The customer did report symptoms of increased urination and increased thirst. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of hi and hi non- fasting using the meter. The test strip open vial date is one month ago. The meter memory was not reviewed for previous test result history.